Event description:
Hospital advised sales consultant that the direct measuring guide from the set was not measuring accurately during a percutaneous hip pinning procedure. The measuring was off about 5mm, the surgeon had implanted a screw and had to remove the screw and use another measuring guide to implant another screw to the proper depth. The procedure was completed with no further incidents.

Manufacturer narrative:
Device used for treatment and not diagnosis. The returned device was manufactured in december 1994 and is over 18 years old. The device was measured and met specification; confirming the device is accurate. The design risk assessment was deemed adequate for the intended use.

Manufacturer narrative:
Device used for treatment and not diagnosis. A review of synthes device history records for lot a4df803 revealed the cannulated screw was manufactured by exton. (B)(4).